Event description:
It was reported to vyaire medical that the vela ventilator has a blank screen, found upon pre-use check out. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10 - vyaire field service went onsite unable to reproduce the reported issue. The unit was turn on, unit passed uvt (user verification test) and ovp (operational verification procedure) checks with exception of battery test as unit was not charge sufficiently prior to service. Unit was returned to customer and cleared for clinical use.